Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle kept popping off and sutures kept breaking during a CABG procedure. Eight of them resulted with this issue in the same case and a similar like device was used to complete procedure. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - pending evaluation of returned device attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Out of the eight sutures that experienced an issue during the CABG procedure, how many ¿suture kept popping off¿? 2. Out of the eight sutures that experienced an issue during the CABG procedure, how many broke? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2023-08952, mw # 2210968-2023-08953, mw # 2210968-2023-08954, mw # 2210968-2023-08955, mw # 2210968-2023-08956, mw # 2210968-2023-08957, mw # 2210968-2023-08958. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 12/1/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received one unopened sample that pertains to product code 8610h. Upon initial inspection, of the sample, no external damages were observed on the packet. Visual inspection of the unopened sample, no defects were found on the packet. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. A functional test was performed using an instron equipment and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.